Event description:
It was reported that an alert was received for left ventricular (lv) automatic threshold detected as greater than programmed amplitude or suspended. Technical services discussed the differences between trend vs auto mode. Additionally, review of device data found intermittent loss of capture a month ago. The patient was sent to the emergency room (ER) due to stroke like symptoms. Technical services recommended performing an x-ray. At this time, the lead remains in service. No adverse patient effects were reported.